Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarm. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery. Customer had an x ray while wearing the insulin pump. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 350 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.